Event description:
Temperature settings on medivators dsd-201 automated endoscope reprocessor not set appropriately for revital-ox resert chemistry being used to high level disinfect their endoscopes. Therefore, inadequate or inappropriate reprocessing may cause patient injury via cross contamination.

Manufacturer narrative:
Medivators fse went to facility to do a preventative maintenance check on their dsd-201 automated endoscope reprocessor. The fse noticed that the reservoirs were not turned on or heating the chemistry. The reservoirs felt cold when removed from the unit. This facility had recently switched from opa to steris resert chemistry. The fse reported that med service and the steris sales rep had set up the machine to run the resert. The fse reported that the bottles of resert were visible from the machine and the machine user could clearly see on the front label that the chemistry required an 8 minute contact time at 20c. The fse put a thermometer in both reservoirs and set to read 17c. The fse told (B)(4), the materials manager, that they would need to turn the heaters back on and ensure temperature were being taken regularly. The machine was operating according to specifications and calibrated with the appropriate temperature settings. There have been no confirmed reports of patient injury or illness as a result of the machine's modifications. There are concerns that the temperature during endoscope reprocessing at this facility has been out of specification since july 2013. This complaint will continue to be monitored within medivators complaint system.